Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2015, the vns patient's replacement generator was unable to verify heartbeat detection. The generator was programmed to heartbeat sensitivity level 2 and the device briefly showed 63 bpm before it showed bpm - ?????. It was noted that the patient's heartbeat was actually 53 bpm. The programming wand was tested and the battery was verified to be functional. The power indicator of the programming wand remained on when attempting to verify heartbeat detection, but the data received indicator was not on during this time. Sensitivity levels one through five were attempted but the issues continued. A backup generator was used and was able to verify heartbeat detection (bpm - 53) without any issues. The opened but unused generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 40.4 seconds. Additional testing is currently underway.

Event description:
The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. Further evaluation of this device showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant and at the physician's office during follow-up appointments. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event. After the pcb trimmed edge was cleaned and the pulse generator was reassembled, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.